Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration') in a female patient who had essure (batch no. A36519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, multigravida, breast reduction, cesarean section and eye operation. Concurrent conditions included joint pain, ovarian cyst, dysmenorrhea, metabolic disorder, thyroid stimulating hormone, flexible sigmoidoscopy, migraine and congestive heart failure. Concomitant products included amitriptyline, pantoprazole and paracetamol (tylenol). In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue"), pain ("chronic body aches"), arthralgia ("joint pain") and lymphadenopathy ("swollen glands"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy removal of essure on the left tube,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, dyspareunia, fatigue, pain, arthralgia and lymphadenopathy outcome was unknown. The reporter considered arthralgia, dyspareunia, fatigue, lymphadenopathy, pain, pelvic pain and perforation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration') in an adult female patient who had essure (batch no. A36519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, multigravida, breast reduction, cesarean section and eye operation. Concurrent conditions included joint pain, ovarian cyst, dysmenorrhea, metabolic disorder, blood thyroid stimulating hormone abnormal, flexible sigmoidoscopy, migraine and congestive heart failure. Concomitant products included amitriptyline, pantoprazole and paracetamol (tylenol). In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue"), pain ("chronic body aches"), arthralgia ("joint pain") and lymphadenopathy ("swollen glands"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy removal of essure on the left tube,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, dyspareunia, fatigue, pain, arthralgia and lymphadenopathy outcome was unknown. The reporter considered arthralgia, dyspareunia, fatigue, lymphadenopathy, pain, pelvic pain and perforation to be related to essure. Lot number: a36519, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.